Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) measurement of more than 200 ohms when the rv lead connect the ICD. Troubleshooting was made and came on a conclusion that there was a problem with the rv lead. Additional information obtained from the field representative indicated that the cause of the oor sli was not determined but there was a strong evidence of a rv lead failure before the device change out. The ICD remains in service while the rv lead was surgically abandoned and was replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. The device will not be returned for product analysis as reported by the field representative.